Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. The patient was seen in the clinic and upon interrogation it was noted that the device had reached end of life (eol). The last follow up was performed a year ago and this device showed the longevity at 1.5years remaining. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
The returned ingenio device was analyzed, and it was confirmed that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. A cross-functional investigation determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the devices battery voltage typically decreases over time). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. The patient was seen in the clinic and upon interrogation it was noted that the device had reached end of life (eol). The last follow up was performed a year ago and this device showed the longevity at 1.5years remaining. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. The patient was seen in the clinic and upon interrogation it was noted that the device had reached end of life (eol). The last follow up was performed a year ago and this device showed the longevity at 1.5years remaining. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted tool marks on the case. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.